Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) and the lens tore/broke. The reporter indicated when the lens was being ejected, the lens may have been caught by the foam tip plunger and tore. The surgery was cancelled but another same model lens was implanted successfully the next day.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found one haptic torn off. The lens was returned dry. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)